Event description:
We had a problem with a bard hemosplit 16fr 19cm tunneled cath today (cuff came loose). "This event of the cuff coming loose from the catheter occurred when the catheter was being removed from the pt. During removal, our pa discovered that th cuff had come loose from the catheter, and was able to get the cuff to come out with the catheter at the time of removal, no further intervention was needed to remove the cuff."

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. At this time, the mechanism of damage is undetermined. The detached heat sleeve/surecuff was not returned for eval. A lot history review (lhr) of rewb1784 showed no other similar product complaint(s) from this lot number.